Event description:
It was reported that the patient had a reaction to the retainer that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient wore the device for one year. The symptoms appeared over the weekend (exact dates unknown). The patient has an allergy to latex and is advised to have an allergy test with their medical provider for definitive result.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. UDI is not applicable with the exception of serial number as the device is manufactured by prescription. Implant/explant date is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered for case#1114734282 to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no material change, production defect or other product defect was found. Additionally, erkodent reported no further complaints for this material lot. The symptoms here are related to a change in the splint or the cleaning method and hardly to the material as such. Lot# 1.5-11670 (erkodur) was manufactured from september 04, 2020 and was assigned an expiration of september 2023. C of a (certificate of analysis) was also provided and confirmed the material was qualified for release. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results no device has been returned from the customer. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Supplier erkodent reviewed the incident details and determined no comment was possible. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
It was also reported that the patient was experiencing irritations and sore all oral cavity. No additional information has been provided.

Manufacturer narrative:
Additional data: b2, b5, d4, h4, h6 (health effect - clinical code, and type of investigation code). Corrected data: h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code). CAPA 23-006. Manufacturer reference: (B)(4).